Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy bleeding during periods') and depression ('depression, off work since (B)(6) 2019') in a (B)(6) year old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue every day"), musculoskeletal pain ("joint and muscle pain") and vaginal odour ("unpleasant odours during periods"). On (B)(6) 2007, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("fibromyalgia") with pain. In (B)(6) 2019, the patient experienced depression (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("regular headaches"), poor quality sleep ("agitated sleep"), anxiety ("anguish"), amnesia ("loss of memory") and disturbance in attention ("loss of concentration"). At the time of the report, the menorrhagia, depression, headache, fatigue, musculoskeletal pain, vaginal odour, fibromyalgia, poor quality sleep, anxiety, amnesia and disturbance in attention had not resolved. The reporter considered amnesia, anxiety, depression, disturbance in attention, fatigue, fibromyalgia, headache, menorrhagia, musculoskeletal pain, poor quality sleep and vaginal odour to be related to essure. The reporter commented: events started since implant of essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.